Event description:
Information was received from the consumer regarding a patient receiving intrathecal fentanyl. The indications for use were non-malignant pain and failed back surgery syndrome. In 2013, the health care provider (hcp) didn't put (the pump) in right and put it on her waist. The patient stated it hurt, so the hcp went back in and pushed it up higher." The patient noted the rate of the pump was "quite high because of their pain level." It was also noted the patient had an implantable neurostimulator from a different device manufacturer. No additional interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.